Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd arterial cannula experienced a cracked catheter. The following information was provided by the initial reporter: the clinicians often experiences a crack on the artery crane.

Manufacturer narrative:
The following information has been corrected: b.5 describe event or problem: it was reported that at least one bd arterial cannula experienced catheter bending during insertion. This event is unlikely to cause harm or serious injury to he caregiver or to the patient. The following information was provided by the initial reporter: the clinicians often experiences a crack on the artery crane. As this event may require an additional IV insertion but is unlikely to cause harm or serious injury to the patient or caregiver, this event is not considered reportable. The initial submission, (MFR report # 8041187-2022-00514), may therefore be disregarded. H3 other text : see h10

Event description:
It was reported that at least one bd arterial cannula experienced catheter bending during insertion. This event is unlikely to cause harm or serious injury to he caregiver or to the patient. The following information was provided by the initial reporter: the clinicians often experiences a crack on the artery crane.